Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if any training was conducted prior to the use of the ligamax device? Did the surgeon fire the device in a 1 stage or 2 stage process? Was scissoring observed in the initial procedure? If so, what was done to address the scissored clips? How was the leak detected? How long post op did the patient present with the leak? Was there a second procedure? If so, what was noted? What did the clip formation look like? Was an ercp performed? During the re-op did they notice scissored clips on the structure or off the structure? Are there any photographs or video available? Has the patient had a full recovery?

Event description:
It was reported that during an unknown procedure, the doctor claimed that the clips was scissoring, that¿s why there was a leaking afterwards. It is unknown how the procedure was completed. One device was discarded.